Event description:
It was reported the patient was seen by the physician on (B)(6) 2016 and high impedance was observed. The patient underwent a full revision on (B)(6) 2016, due to the high impedance. During surgery, it was noted the insulation around the lead was not intact, which is the believed cause of the high impedance. It was noted the device was discarded after surgery and would not be returned for analysis.